Manufacturer narrative:
Additional information: the device was returned for evaluation. Visual review and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the initial lead portion of the thread. Functional evaluation with a sample mas found the instrument able to be fully engaged into the mas head and removed without issue. Thread damage visually confirmed; unable to replicate engagement issue. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components.

Manufacturer narrative:
Applicable images were returned to the manufacturer for evaluation. Submitted picture appear to show leading edge of thread fractured and bent down. No additional information about the event can be determined from the submitted pictures. Product not returned; unable to physically examine product and provide additional analysis. Unable to determine root cause of the foregoing event from the available information.

Event description:
It was reported that the "patient underwent a correction surgery at th3-s. It was reported that after some screw insertion, an or nurse complained that a screw could not be attach to the driver smoothly. It was confirmed that the tip of the driver was broken." No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.